Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Healthcare professional reported "hardened and exchange from textured to smooth", later healthcare professional reported "grade ii capsular contracture". This record is for the left side. Device has been explanted and replaced. Device was discarded.